Manufacturer narrative:
Concomitant products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).

Event description:
It was reported that a patient's suture site was not healing well. It was stated that on (B)(6) 2012 the patient was given 300 mg of clindamycin for 7 days. The superior aspect of the incision site was "not healing well" and the patient "had a history of staph infections". It was noted that the are was palpitated and examined. It was reported that the patient had recovered without sequela on (B)(6) 2012. On (B)(6) 2013 it was stated that there was "delayed healing of the wound".

Event description:
Additional information received reported that the patient¿s history of staph infections was not device related. The patient was only treated with antibiotics related to the event since she had a history of staph.